Event description:
It was reported that the lead integrity alert (lia) triggered, and the lead exhibited t-wave oversensing (twos) and noise. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) was tripped for sensing integrity counter (sic) and non-sustained episodes. It was further reported that the patient experienced inappropriate shocks from t-wave oversensing (twos) of the right ventricular (rv) lead and there was discussion on programming adjustments to fix the twos.